Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported noise episodes and increased lead impedances were observed. Noise was reproduced with pocket manipulation. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is good after the event.